Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, patient's father did not report any medical intervention or injuries.